Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm and self-test did not passed. The customer's blood glucose value was 10.9 mmol/l at the time of incident. The customer was reported that the insulin pump was beeped this time but did not beeped last time. The customer was reported that they able to clear the alarm successfully and able to rewind the insulin pump. Customer was reported that insulin pump was passed the displacement test and insulin pump was exposed to magnetic field. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Device trace download confirmed hardware low level failures (variable 3), problem isolated to the keypad.